Event description:
It was reported there was difficulty withdrawing the "coil" from the non-(B)(6) catheter. After introducing the coil into the vessel, difficulty forming the coil occurred. After several repositioning attempts, the distal portion of the coil appeared to fall out of the aneurysm and track back toward the parent vessel. During retraction of the coil, a knot formed in the middle of the coil and it became lodged in the vessel. After snaring the coil and pulling, significant resistance was felt. The coil was pulled from the arterial side, at which point the coil stretched and broke from the couplers. A hemostat was clamped onto the diagnostic catheter to hold the proximal coil. Pulling simultaneously from both the snare and the diagnostic catheter caused the coil to snap. The knot was removed from the venous side, and the stretched part of the coil was removed through the arterial sheath. An angiogram was then performed, a new microcatheter was introduced, and the aneurysm was embolized starting with a 10 x 30 embold fibered coil. The patient was sent to postoperative recovery with no further issues. Any additional medical/surgical intervention with information that reasonably suggests the device may have caused or contributed or a prolonged procedure due to a device issue that re-intervention is rescheduled. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Add'l info received on 06/26/2026 for mw5189151 to update procode and manufacturer. Procode: dqo.